Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/26/2015 with the following findings: unable to download files due internal moisture damage. Time and date reset to default was duplicated during investigation. Pump was open to investigate, the internal battery component was leaking. Unrelated to the complaint, there is a crack in case near upper right corner of display-damage to pump case. Battery compartment cracked in three places: near top, below bumper pad and between bumper pad and top. Dim / pink/display, a leak due to cracked pump case with of evidence of moisture corrosion on transceiver board, on back side of battery canister, moisture on display, printed circuit board. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment, leaking internal battery, and dim display. This report is made based on the results of an investigation completed on 08/26/2015.